Event description:
It was reported by repair work order that the customer alleged that after you lower the stretcher it goes up on its' own. Upon inspection of the unit by the service technician, it was identified that the alleged issue could not be duplicated. The service technician ran the cot up and down several times with and without weight and the cot did not malfunction.